Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device did not work was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the failures found during service and repair were confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was vibrating, the bearing was worn, was overheating and had component damage. It was further determined that the device failed pretest for nose tube assembly, vibration and temperature. It was noted in the service order that the device did not work any more. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.